Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) -2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("very intense fatigue"), back pain ("lumbar pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headaches") and menorrhagia ("heavy menstrual bleeding"). At the time of the report, the abdominal pain, fatigue, back pain, arthralgia, myalgia, headache and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, fatigue, headache, menorrhagia and myalgia with essure. Amendment: the report was amended for the following reason: amendment to category incident. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.